Event description:
It was reported that this cardiac resynchronization therapy pacemaker (CRT-P) was interrogated and was found to be in safety mode. It was noted the physician stated the device was close to Elective Replacement Indicator (ERI) approximately one year ago and told the patient to follow up in one month however, the patient did not follow up. Subsequently, this CRT-P was explanted and successfully replaced. No additional adverse patient effects were reported. This CRT-P has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.